Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump did not give low battery warnings. No harm requiring medical intervention was reported. The customer stated that battery life diminished from the 1st day, some batteries lasting less than 7 days, insulin pump rejects some new batteries. The insulin pump hearing unusual noises different from the normal rewind noises. The device will not be returned for analysis.